Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the aim-arm radioluc had both hooks of the latch broken, only one fragment was visible. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch (60224287) failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the aim-arm radioluc. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review product#: 03.043.029, lot #: 2024492, release to warehouse date: 18 feb 2021, manufacturing site: werk selzach, suppliers: (B)(4), expiration date: na. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date of surgery occurred (B)(6) 2023. Surgery was successfully completed. Fragments were not retained in the patient.

Event description:
It was reported that on (B)(6) 2023, the surgeon was using a mallet to insert a tibial nail. During this process of striking the insertion handle, two pieces of the aiming arm broke off, and fell onto the floor. While the aiming arm is intact, the broken pieces were not recovered. While we were able to successfully finish the surgery, there was deep frustration as the broken (wobbly) aiming arm caused the drill to miss the nail. This resulted in the surgeon having to perform the "perfect circle" technique for her most proximal screws. This added an additional 15 minutes to her operation. Concomitant devices reported: unk - nail insertion handles (part # unknown, lot # unknown, quantity # unknown) and unk - nails: tibial (part # unknown, lot # unknown, quantity # 1). This report is for one (1) aim-arm radioluc this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.